Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the endoscope mount of the main body was loose. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. Sorc checked the device and found that the main body was scratched. Olympus medical systems corp. (Omsc) determined that the reported event was caused by user's handling. Based on the fact that the endoscope mount was found to be loose during the evaluation by sorc, the endoscope mount may have loosened or rattled because the endoscope mount was impacted by the user dropping the device or the like. The instruction manual states that the device should not be impacted. By following this instruction, the user may have been able to prevent the reported event from occurring. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.